Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a capture threshold of greater than 7.5 v at 1.5 ms. A chest x-ray showed that the lead had dislodged. The lead was explanted.